Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen had missing/stuck pixels. Reportedly, the customer performed a pump reset to resolve the issue. Customer's blood glucose ranged from 124-125 mg/dl.